Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had decreased pacing lead impedance, an increased capture threshold, and a loss of capture. There was also pocket stimulation noted at high outputs. Diagnostic imaging was performed which revealed no anomalies. The physician does not allege the decreased pacing lead impedance and increased capture threshold to be due to a lead malfunction. The lead was capped and replaced and the patient was stable with no consequences.